Event description:
It was reported that the customer received a button error alarm. The customer was unable to clear the alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.